Manufacturer narrative:
The device has not yet been evaluated by maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. (B)(4).

Event description:
Customer indicated that during an in-house pm the pump kept getting an autofill error. No pt was involved. This was discovered by the customer during a pm.